Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date as there was no date provided. (B)(6).

Event description:
It was reported that removal difficulties were encountered and stent dislodgement occurred. The target lesion was located in a coronary vessel. A 2.50x24mm synergy drug-eluting stent was advanced for treatment. However, upon withdrawing the device into the guiding catheter, resistance was encountered and the stent got dislodged into the guiding. The stent was easily removed and the procedure was completed with another of the same device. There were no patient complications reported.